Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) black or african american female patient underwent revision breast augmentation with 595cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade unknown postoperatively. The patient stated that the breasts are really painful and hard. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient's bilateral replacement surgery with allergan devices was (B)(6) 2022. Field d6b has been updated on this form. On (B)(6) 2022, mentor became aware that the baker grade was IV on both sides. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the date of bilateral replacement surgery with allergan devices was (B)(6) 2022. Field d6b has been updated on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 30, 2022, mentor became aware that the baker grade for the bilateral capsular contracture experienced by the patient is iii, and the date of surgery is april 28, 2022. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation is (B)(6), 2022. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left capsular contracture; baker grade iii since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 12, 2022, mentor became aware that the date of bilateral replacement surgery with allergan devices was (B)(6) 2022, and devices were discarded. Corresponding fields have been updated on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).